Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon was unhappy with the way the clips looked and formed. He used more than one clip applier to get the desired clip. He stated that the clips were tearing the vessels when clipping. No patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.